Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 and 5.2 pockets were unable to open. A field service engineer (fse) had the customer log in and confirmed the reported failures. The fse removed the back panel, checked the light-emitting diode status, powered the station down, reseated the row board cables, connected the bus cable, and powered the station back up. After logging in again, the fse observed that drawer five point two cubies were not detected on the bus, which required another power down, reseating of the row board cables, reconnection of the bus cable, and powering the station up again. During the visit, the customer reported intermittent barcode scanner functionality, so the fse inspected the scanner cable and replaced the scanner assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 5.1 and 5.2 pockets failed to open and required maintenance, which located on sm2500b. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.